Event description:
Customer reported to have been new to insulin pump therapy. After changing infusion set, customer reported to have high blood glucose which caused hospitalization twice. Customer reported to have been hospitalized on (B)(6) 2015 with blood glucose of over 600 mg/dl. Customer had symptoms of achiness, vomiting and dehydration. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. It was believed that insulin pump was not functioning. Customer was not able to troubleshoot and will call back in order to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.